Event description:
It was reported that during a da vinci s prostatectomy procedure, the monopolar curved scissors instrument broke and fragments fell into the pt. The planned surgical procedure was completed with another instrument of the same type and was lengthened by 20 minutes. No pt harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for evaluation, a follow-up MDR will be submitted.